Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemia event while using the ilet with a dexcom g7, treated with approximately 25 grams of oral glucose tablets, and the patient paused the ilet during the event while unsure of the precipitating cause. Symptoms included hypoglycemia with a lowest reported cgm value of 50 mg/dl and feelings consistent with low glucose. Outcomes included medication required to treat the event. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific medical device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.